Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent ankle orif surgery for ankle fractures with fibulink repair kit. The surgeon inserted a tibial screw on the tibial side, removed the driver and attached a tensioning cap, then grasped the silver guide tube with a needle holder and pulled it outward, but the permacord did not deploy. The surgeon tried to pull on the silver guide tube with pliers and both the silver and gold guide tubes came out. The surgeon again attempted to insert the silver guide tube through the tensioning cap but was unable to do so and after several attempts the tip of the silver guide tube became bent. Therefore, the fibula-link and tensioning cap could not be fitted. In the end, since no removal instrument was prepared, the surgeon removed the tensioning cap, gave up on the fibulink with the fibula-link remaining in the tibial screw on the tibial side, and completed the surgery by inserting a cortex screw through the distal screw hole. The surgery was completed successfully within 30 minutes surgical delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: device history review, part # fgs-1100, synthes lot # 24e010, supplier lot # 24e010, release to warehouse date: 05 jun 2024, supplier: (B)(4). No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.